Manufacturer narrative:
No button response at the "down" and "back" buttons due to corroded keypad traces. Unable to perform self test and displacement test due to keypad anomaly. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, missing display window cover, pillowing keypad overlay, keypad overlay peeling, cracked battery tube threads and missing serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had not stop beeping and alarming her the stuck button. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.